Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), insomnia ("severe insomnia"), migraine ("migraine"), depression ("depression"), anxiety ("anxiety"), fatigue ("constant fatigue"), rosacea ("rosacea"), dermatitis ("inflammatory skin problem") and dermatitis allergic ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, dysmenorrhoea, insomnia, weight increased, migraine, depression, anxiety, fatigue, rosacea, dermatitis and dermatitis allergic outcome was unknown. The reporter considered anxiety, back pain, depression, dermatitis, dermatitis allergic, dysmenorrhoea, fatigue, insomnia, migraine, rosacea and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, back pain, depression, dermatitis, dysmenorrhoea, fatigue, hypersensitivity, insomnia, medical device removal, migraine, rosacea and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: medical device removal was deleted. Back pain ,weight gain ,migraine, depression ,anxiety were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('cheering you onto freedom') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('cheering you onto efreedom') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.